Event description:
Pt reported pump broke and is no longer pushing medication. Product fault occurred while in use. No adverse events or missed doses reported (manual push was done). Pump available for return. Pump serial number is unk. No further info. Reported to (B)(6) by pt/caregiver.